Event description:
It was reported that a green image appeared on the monitor of the subject device. The event was identified during an unspecified operation and the user immediately replaced the device with another one. There were no delays or extension during the operation. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. Corrected fields: e4. The device was returned to the regional repair center for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and the lg-bundle of the video cable section is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the r-unit (charged coupled device) was broken. And therefore, the image is green. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that a green image appeared on the monitor of the subject device. The event was identified, during an unspecified operation. And the user, immediately replaced the device with another one. There were no delays or extension, during the operation. There were no reports of patient harm.